Event description:
The customer alleged that they have issues with a brown residue, and also an issue with the scopes deteriorating after being processed in the medivator with cidex opa. He reported that the sheen and shine on the scopes were gone. The customer did not provide information about their cleaning procedures. The asp customer care reviewed with the customer the cidex discoloration letter. There were no reports of physical complaints related to the brown residue.